Manufacturer narrative:
"The catheter fractured at 76 mm. The distal fragment showed reddish incrustations, probably fibrin filaments. The rupture occured at 76 mm from fom distal. Signs of tensile elongation were visible. The surface at rupture is rough, which hints to a tensile break. The proximal catheter fragment (counterpart) also shows a rough surface and tensile elongation. Batch history and release documentation showed compliance with the specification. There is a warning in the product's IFU regarding tensile elongation and the risk of catheter fragmentation and embolism. This is the first complaint received for batch no. 201014gh and the second within the last 3 years."

Event description:
After the catheter was placed into the child's left leg on (B)(6) 2015, there was some difficulty in pushing the caterer forward at the patient's knee. Soon after the leg was moved, the catheter was pushed forward for another 30 cm. When the catheter was removed on (B)(6) 2015, it ruptured and the intravascular part had to be removed by surgery. Both fragments were returned to vygon.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.